Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away in a hospital. The caller did not specify the cause of death; however, the customer died after a heart operation and the insulin pump did not work at that time. The caller did not report the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not report as to whether the customer used sensors. The caller stated that the customer's insulin pump was being investigated by police as their cause of death. The caller agreed to return the insulin pump.